Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2019-12082. It was reported that patient was not receiving effective therapy from the scs system. In turn, surgical intervention may be planned to address the issue.